Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported a crack on the battery of the insulin pump. The blood glucose reading was 197 mg/dl. The customer did not recall how the damage occurred. The customer also reported that the blood glucose had been running high about 500 mg/dl and the customer changed the infusion set. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.